Manufacturer narrative:
The device has not been returned to maquet for eval. A supplemental report will be submitted if additional info becomes available. This is device 3 of 3 reported. Device 1 was not MFR by maquet cardiopulmonary ag, and was transferred to the MFR. Refer to importer report #(B)(4) for device 2.

Event description:
The customer reported they recently had several plasma leaks from the gas phase of the quadrox-ID oxygenators during ecls. Additional details for this event was not provided. (B)(4).